Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex artery (lcx). A synergy ous mr 2.50 x 28mm was selected for treatment. Following deployment of the stent, a dissection was noted. An additional stent was then deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.